Manufacturer narrative:
Analysis of the extension model #7482-51, serial #(B)(4) found the distal conductor end broken up to the transition point. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 748251, serial# (B)(4). Product type: extension. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an extension failure. When the doctor disconnected the existing extension from the lead during battery replacement, and reconnected a new extension and tried to fix it by torque wrench, the fixed portion (#3) of the connection was movable. The impedance check revealed the impedance of #1 was over 40,000 ohms, not #3. The extension was replaced with a new one. No patient complication has been reported. Additional information has been requested.